Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The reservoir was able to lock in the place. Customer stated that the insulin pump had neither been bumped nor dropped. Customer reported the insulin pump had rejected new batteries and the insulin pump forced to rewind multiple times. Customer stated the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.